Event description:
When stapler was removed from the abdomen a piece broke off, it was noticed after the used stapler load was removed from the stapler gun it was found laying free on the mayo stand.the rn's compared it to the other fired stapler load and determined it was the plastic blade part of the stapler that came apart. The surgeon was informed, and an x-ray was taken to determine if there was a foreign body in the abdomen. It was determined to be free of any foreign object. Ethicon rep was contacted at the time rep to discuss event.what was the original intended procedure?gastric bypass.device #1is this a laboratory device or laboratory test?no.